Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record review is currently being performed. The device has not been returned to the manufacturer for evaluation; however, images are provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2023).

Event description:
It was reported that during a catheter placement procedure on the upper left arm graft, the device allegedly got stuck and the physician was having trouble to deploy the catheter; however, the catheter was successfully deployed. Post deployment, it was noted that a piece of the catheter was found to be broken and was inside the lungs. There was no reported patient injury.

Event description:
It was reported that during a catheter placement procedure on the upper left arm graft, the device allegedly got stuck and the physician was having trouble to deploy the catheter; however, the catheter was successfully deployed. Post deployment, it was noted that a piece of the catheter was found to be broken and was inside the lungs. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the investigation of the returned delivery system, and the images provided it was confirmed that the stent could be deployed and that the tip of the delivery system broke proximal to the radiopaque sheath marker, which detached and floated to the lung. A misplacement of the stent could not be confirmed. An indication that a manufacturing related issue may have caused the reported issue could not be found. Tip detachment upon deployment may be related to difficult patient anatomy or challenging placement site leading to increased friction during deployment and subsequent damage. Use of inadequate accessories may be a contributing factor. In this case the stent was placed sheathless in an upper arm graft which represents an off label use. The alleged slight misplacement of the stent was considered a consequence of the deployment difficulty. Based on the information available a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use state: 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit', and 'as with all self-expanding nitinol stents, careful attention during stent deployment is warranted to mitigate the potential for movement of the stent.' In regards to accessories the instruction for use state: 'via the femoral route, insert a 0.035¿ (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion. ' holding and handling of the system including for precise deployment including unpacking and preparation were found described. The product is indicated for treatment of illiac occlusive disease of the common and/or external iliac arteries . H10: d4 (expiry date: 04/2023), g4. H11: e1, h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.